Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. "Ventilator inoperative" codes and "service required" codes were found in the device's downloaded error log. The device's software was reloaded, system board and power management board were replaced to address the issues.